Manufacturer narrative:
In the previously submitted report the (device) problem code grid and conclusion code grid were filed incorrectly. In this report the codes are corrected and updated. Box h has been corrected and updated.

Event description:
The manufacturer was contacted in reference to the ds2adv auto CPAP device. The manufacturer received information alleging device turns off as soon as it turns on, it smelled like a burning smell. There was no report of patient harm or injury. The device was returned to third party service center. During the evaluation, the device was visually inspected and found burnt pca. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.